Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician placed a dental implant in ada site 5 in type iii bone. It had achieved primary stability but not osseointegration. Clinician reports fair hygiene, possible poor bone quality/quantity, pain, inflammation, hypersensitivity and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot and placement date information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician placed a dental implant in ada site 5 in type iii bone. It had achieved primary stability but not osseointegration. Clinician reports fair hygiene, possible poor bone quality/quantity, pain, inflammation, hypersensitivity and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician placed a dental implant in ada site 5 in type iii bone. It had achieved primary stability but not osseointegration. Clinician reports fair hygiene, possible poor bone quality/quantity, pain, inflammation, hypersensitivity and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported complications.